Event description:
The account stated they have a bed in storage and found the bed has no power. When he plugged the bed into ac power, he saw a small puff of smoke coming from the transformer area. He found 120 ac into the transformer and 18 vac out from the transformer, but 0 vdc.

Manufacturer narrative:
The account replaced the bridge rectifier to repair the bed.